Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and undersensing were observed on the device. The cause of the event was determined to be due to fast atrial fibrillation and the loss of capture and undersensing were determined to be functional. No intervention was performed; the patient was stable and there were no adverse consequences.